Event description:
During follow-up, noise resulting in oversensing and automatic mode switch episodes were observed on the right atrial (ra) lead. X-ray imaging was performed and revealed no anomalies. The physician suspected ra lead insulation damage, although it was not confirmed. The physician elected to take no further action and to monitor the patient. The patient was in stable condition.